Manufacturer narrative:
The below report was received by health authority amsn (reference number: (B)(4)) on 11-may-2021. The most recent information was received on 25-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 31 year-old female patient who had essure inserted (lot no. C51349). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced headache ("headache"), fatigue ("fatigue not permanent but recurrent") and vertigo ("vertigo"). An unknown time later she experienced abdominal pain (seriousness criterion medically important), vulvovaginal pain ("electric shock in her vagina"), metamorphopsia ("kaleidoscopic vision"), arthralgia ("pain in hips"), pain in extremity ("pain in feet") and gait disturbance ("difficulty walking after a resting sitting period"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. The outcomes for abdominal pain, headache, vulvovaginal pain, metamorphopsia, vertigo, arthralgia, pain in extremity and gait disturbance were unknown. No causality assessment was received for essure with regard to fatigue, headache, vertigo, abdominal pain, vulvovaginal pain, arthralgia, pain in extremity, gait disturbance or metamorphopsia. Batch no c51349. Production date 2014-05-09. Expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-apr-2023: events kaleidoscopic vision, abdominal pain, shock in her vagina, pain in hips, pain in feet , walking difficulty added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority amsn reference number: (B)(4) on 11-may-2021. The most recent information was received on 03-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 31 year-old female patient who had essure inserted (lot no. C51349). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced headache ("headache"), fatigue ("fatigue not permanent but recurrent") and vertigo ("vertigo"). An unknown time later she experienced abdominal pain (seriousness criterion medically important), vulvovaginal pain ("electric shock in her vagina"), metamorphopsia ("kaleidoscopic vision"), arthralgia ("pain in hips"), pain in extremity ("pain in feet") and gait disturbance ("difficulty walking after a resting sitting period"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. The outcomes for abdominal pain, headache, vulvovaginal pain, metamorphopsia, vertigo, arthralgia, pain in extremity and gait disturbance were unknown. No causality assessment was received for essure with regard to fatigue, headache, vertigo, abdominal pain, vulvovaginal pain, arthralgia, pain in extremity, gait disturbance or metamorphopsia. Batch no: c51349, production date: 2014-05-09, expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (amsn, reference number: (B)(4)) on 11-may-2021. The most recent information was received on 18-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in a 31-year-old female patient who had essure (batch no. C51349) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced headache (seriousness criterion medically significant), fatigue ("fatigue not permanent but recurrent") and vertigo ("vertigo"). Essure treatment was not changed. At the time of the report, the headache and vertigo outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for fatigue, headache and vertigo with essure. Batch no c51349, production date: 2014-05-09, expiration date: 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in a (B)(6)-year-old female patient who had essure (batch no. C51349) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced headache (seriousness criterion medically significant), fatigue ("fatigue not permanent but recurrent") and vertigo ("vertigo"). Essure treatment was not changed. At the time of the report, the headache and vertigo outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for fatigue, headache and vertigo with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.